Event description:
The reporter stated that during a surgical procedure, the surgeon went to snap the head onto the stem of the katalyst radial head system, using both screwdrivers as stated in the surgical technique. When the two drivers were clamped together, the tip of the driver sheared off inside the head of the implant.